Event description:
It was reported during the procedure, the locking bolt (part number 80-0421) would not easily thread into the base plate (part number 80-0420). As a result the procedure could not be completed. It was reported the patient remained stable. This report is related to report number 3025141-2022-00224 for the other device involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. The device history record could not be reviewed as device batch/lot number is unknown. The root cause of the reported event is unknown.